Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be torn at the bottom of the down arrow keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Testing revealed all of the keypad buttons respond appropriately when pressed. The keypad cover was removed for investigation and revealed contamination under all of the key contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).